Event description:
It was reported that the patient was informed by the healthcare provider that the patient programmer "wasn't working." The patient was unable to make adjustments both with or without the antenna attached. The reporter didn't think that "the numbers were correct on the programmer screen." It was noted that the batteries to the programmer had been changed the day prior to the report. It was later reported that the programmer would not interrogate. It was noted that the programmer had displayed the poor communication screen. Additional information reported that the antenna jack was resoldered as a preventative measure. It was reported that the caller was having difficulty syncing the clinician programmer with the new patient programmer. The caller was unable to synch up patient programmer and adjust patient settings. The caller did not have any familiarity with the process of synching up a new programmer with the implant or clinician programmer. It was explained that the patient had wanted to "change the program" and wanted to increase stimulation.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. Follow-up was not conducted because the initial information was sufficient to evaluate and investigate without having to conduct follow-up. The information in the file was sufficient to evaluate and investigate because the device was returned for analysis of the allegations. The device was returned and analysis found no significant anomaly. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The device was returned with no significant anomaly found. From (B)(4) -reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because the cause and resolution are unknown. The programmer was not returned. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the programmer. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the programmer is inconclusive because of insufficient event information. Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).